Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the controller ((B)(6)) in this report may have caused or contributed to a death or serious injury. Therefore, the controller ((B)(6)) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the recharger (sn# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that replacement devices resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97755 , serial# (B)(6) g2 section also updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755; serial#: (B)(6); UDI#: (B)(4); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated the implantable neurostimulator (ins) was not charging. Patient said they charge every 3 days and could not get it to charge. Patient also said the recharger was getting hot. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h3: product ID 97755 serial# (B)(6) was returned and the analysis results shows that recharger shows no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they are still having issues with charging. Patient stated it is taking 4 hours to charge the battery, when they plug in the recharger into the controller the screen goes white and unresponsive. Patient stated now the recharger will get hot when trying to charge the implant. Patient stated this has been going on for a couple of months and they had the recharger replaced 1-2 months ago. Agent emailed repair for replacement controller. Pt called back stating she got the controller and the rtm and cannot get this to connect. Agent walked pt through reset and after reset confirmed blinking green light showing 90% and 40% ins. Agent advised to charge and just spun and never advanced to charging. Agent sent request to repair.

Manufacturer narrative:
Section h7 and h9 recalled. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section g3 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.